Event description:
It was reported a patient underwent an unknown prosecuted on an unknown date and topical skin adhesive was used. There was a white runny film when the package was opened. There was no patient consequence reported. Unknown if the device was available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the product code and lot number of the product involved? There is no lot number information, but the product code is dnx12. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? The foreign matter was a white, foamy substance that upon application to the patient remained white, and runny. What was the texture? The texture was thin, white foam. Are there any photos of the foreign matter available? No is it possible that the foreign material fell into packaging upon opening of device? No. This foreign material came out of the dermabond advanced applicator upon crushing the ampule. Was the product seal on the foil still intact when the package was opened? Yes please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) the reporting person was orthopedic surgeon. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.